Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment and cap were damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was returned with no evidence of physical damage on casing or on the battery compartment threads. There were multiple pump reboot events observed in the pump's black box on (B)(6) 2015. The threads on the battery cap were stripped and were unable to secure. The pump was exercised for 24 hours with no loss of power occurring. The bolus button cover was torn but still responsive.